Manufacturer narrative:
Correction: b5 and h6: the reported code should be difficult to remove instead of failure to disconnect.

Event description:
It was reported that the patient presented to the hospital for generator changes procedure. During the procedure, it was noted that the right atrial lead and right ventricular lead had difficulties in removing from the pacemaker header. The pacemaker was explanted and replaced. Meanwhile the leads were reused with the new device. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented to the hospital for generator changes procedure. During the procedure, it was noted that the right atrial lead and right ventricular lead was failed to remove from the pacemaker header. The pacemaker and the leads were explanted. The patient was in stable condition throughout the procedure.